Event description:
The customer failed the urea nitrogen cap survey when architect urea nitrogen reagent lot 97668un11 was in use. Abbott reviewed the customer's calibration and result data and determined poor urea nitrogen calibrations at the time the customer participated in the cap survey, as some of the calibration factors were different from previous and current calibrations. The customer made the same evaluation and stated reagent and calibrator handling may have contributed to the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.